Event description:
Information received from a consumer patient receiving clonidine and dilaudid via an implanted pump. Indication for use was noted as spinal pain. The patient was recently diagnosed with prostate cancer on (B)(6) 2016, about 12 days before the biopsy took place somewhere between (B)(6) 2016. The patient went through process to determine biopsy need and procedure done. The patient had a bone scan done on (B)(6) 2016, and there was something showing up in the ribs and somewhere else. The healthcare provider (hcp) had questions related to the cancer and reason why they were doing an MRI. The patient had lost a lot of weight lately. The patient reported that when they lay down, the pump was flat with no problems. Sometimes when the patient would stand up, the pump could go "90 degree angle as well." The pump was moving around but not able to turn over. The patient lost weight between (B)(6) 2016, the pump movement issue started days later. The pump did not move a lot in that sense but because the pump was at belt line, the patient was able to move it with ease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.